Manufacturer narrative:
Estimated date of event. The device was not returned for evaluation. A review of the manufacturing records of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that two prostyle devices were used for vessel closure related to an unspecified procedure. Two days post-procedure, the patient returned with late bleeding at the access site. The method of treatment was not provided. No additional information was provided.